Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. An investigation summary was performed. The investigation of the complaint articles has shown that: during an anterior cervical discectomy and fusion (acdf) procedure, while attempting to remove a screw for repositioning, the tip of an extraction screwdriver failed; all fragments were retrieved. The returned instrument (screwdriver: 352.311 lot unknown and inner shaft: 03.613.044 lot 7293127) was examined and the complaint condition was able to be confirmed as the distal tips of both the driver and the inner shaft were found to be broken. No definitive root cause was able to be determined; this failure mode is typically associated with not having the tip fully seated when a load is applied. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Lot number etched on inner shaft does not correspond to the inner shaft part number, it corresponds to the overall part number, 352.311. The lot number for overall device was typically etched onto the inner shaft, at one time, instead of the overall device. Because the inner shaft can be replaced separately, there is no way of knowing if the inner shaft returned was the original inner shaft for the overall driver. Per manager, complaint investigations, lot number will be included on the inner shaft product tab, but the DHR will be completed for the overall driver. This investigation summary is approved. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during an anterior cervical discectomy and fusion at unknown level, surgeon was attempting to remove a screw for repositioning when the tip of the extraction screwdriver broke off. All fragments were retrieved. Procedure was completed successfully with no delay and no harm to patient. This report is 2 of 2 for (B)(4).